Event description:
Customer reports taking novorapid insulin before eating a sandwich. 1-2 hours later the customer tested 19.0 mmol/l on the mobile system. Based on this result she injected more novorapid insulin. Customer quickly had hypoglycemic symptoms and passed out for 15 minutes. Her partner treated her with glucogel; low blood glucose symptoms improved. The customer still felt drowsy but better. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.